Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patients' wife called today and patient was experiencing return of symptoms: droopy face slow thinking and movements on saturday may 23rd. Patient went to emergency room (ER) to get checked out. Emergency room (ER) confirmed he was ok no other neurological issues. When they made it back home, they checked the dbs said 20% and device was off. They charged and turned the device back on. Wife reports they recharge regularly and look at the phone while charging. They charge every two days. They don't know why the device was off. Patient recharged to 100% and resumed therapy by turning dbs back on. Patient checked battery, charged and resumed therapy by turning device back on. Manufacturer representative (rep) states the issue is resolved. Additional information received from rep. Cause remains unknown. Issue was resolved by turning therapy back on.